Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient reported experiencing hip/gluteal/thigh/lower back pains which prevents laying down on either side and causes difficulty standing, inflammation resulting in decreased strength, inability to climb the stairs and heated knees. The patient was treated with prednisone since (B)(6) 2019. The patient reported the lower back pain started in 2008 and underwent an unspecified test. The patient has also undergone chiropractic treatments to control pain with exercises. Since 2015, the patient has taken ibuprofen for knees warming without any incident or arthritis involved. The patient further reported experiencing the following since 2019: generalized pain upon waking up, numbness on the left side of the foot up to the rib cage, difficulty getting out of the car and difficulty climbing stairs due to pain. The patient underwent mesh removal on an unknown date and reported the conditions have improved. No further information is available.